Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 276 mg/dl, 145 mg/dl, 219 mg/dl, 240 mg/dl, and 186 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.